Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, loss of capture and a possible fracture. The lead remains in use. A lead replacement is planned. No patient complications have been reported as a result of this event.